Event description:
Adverse event: "no patient impact reported" (no consequences or impact to patient). Product problem: "knife didn't cut" (dull). The customer reported the knife didn't cut. She didn't know at which point the defect was observed, whether the knife was used and whether there was an impact on the pt. Additional follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).